Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while in a relaxed sitting position. The shock was due to t-wave oversensing from a reduced r-wav amplitude signal and the smartpass feature was noted to have disabled. The patient was hospitalized and boston scientific technical services (ts) was consulted to review the episodes. Upon review, ts noted the oversensing may be a result of postural changes affecting the heart axis and suggested further troubleshooting. The hospital noted that it was unclear whether the inappropriate shock was due to postural changes or whether it was a change in intrinsic qrs morphology. The s-ICD was reprogrammed to secondary vector and the smartpass feature was programmed back on. The s-ICD remains in service and no additional adverse patient effects were reported.